Event description:
The detector 2 radius was driven to the inner limit with no operator action. Customer allegedly left the camera in the home position with both detectors radiused out on friday pm and when customer arrived on site on sunday pm the det2 radius was at the inner limit.